Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A health professional reported that an ophthalmic gas dispensing regulator would not dispense gas. Procedure details, patient involvement and patient impact information is unknown. Additional information received confirmed that the gas regulator would not dispense gas during a retina procedure. An alternate gas regulator was obtained in order to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Additional information is provided in sections d.10, g.1, g.2, h.3, h.6 and h.10. The contract manufacturer reviewed the batch production record for reported lot number which showed no unusual manufacturing issues. A review of the complaint records showed four previous complaints against the reported lot. One regulator sample was received at the contract manufacturer's site from the reported lot number. The sample was returned with both fittings and the gauge loose as well as the control knob locking nut missing. The regulator sample was rebuilt so that it could be safely tested and put through final inspection and test. The testing concluded that the regulator meets release criteria. The customer reported event could not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer's regulator was sent to the contract manufacturer for evaluation however, the sample has not been confirmed to be received. To date, there have been no evaluation results received from the contract manufacturer. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).